Event description:
The event is reported as: the customer alleges that the endotracheal tube has a visible indention at the very tip of the tube. No patient injury or harm.

Manufacturer narrative:
The device samples were received by the manufacturing but the investigation is incomplete at the time of this report. The customer returned a total of two unused samples. Per DHR (device history record) the product et tube, uncuffed, 2.5, lot #01h1200518 was manufactured on 09/05/2012. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required.